Event description:
It was reported that during a prostate procedure at 37,000 joules and 12 minutes, "fiber for excess time finished intervention with standard resection." The fiber tip (cap) was not cleaned during the procedure. There was "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-522b-(B)(4): the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.